Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system revealed farfield signal oversensing on the right atrial (ra) lead. It was noted that programming options were limited as post-rvp blanking was at the maximum value. Technical services (ts) reviewed troubleshooting options and programming considerations, including changes to atrial sensitivity or possible atrial lead revision. This crt-d system remains in service at this time. No adverse patient effects were reported.